Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one syringe loaded onto an introducer needle was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. Cracks were noted within the introducer needle hub. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported suction issue and the identified fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the blood allegedly failed to backflow when the syringe was connected to the needle hub. There was no reported patient injury.